Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. In early (B)(6) 2014 the patient began to develop abdominal pain and cramping and underwent diagnostic testing to determine the cause of the pain and cramping. On (B)(6) 2015, a pelvic ultrasound and CT scan revealed the presence of uterine tissue; allegedly the remnants of uterine tissue was spread after procedure.